Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the pump history shows the last bolus delivered was on (B)(6) 2013 and the last basal delivered was on (B)(6) 2013. The pump history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The basal and boluses add up appropriately to total the total daily dose. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. The force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in spec at 7.1k ohms. Investigators were unable to duplicate reported complaint.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had two events in the last three months her blood glucose slowly dropped and then they passed out. The patient was treated by their caregiver with glucagon. The patient stated that they took the pump to their healthcare professional and they felt the pump was over delivering and the patient does not trust the pump and would like the pump replaced. After review of the pump with customer support there were no mechanical issues found with the pump. The patient was using a sliding scale for boluses and not using advanced carbohydrates features. This report is being made due to the patient¿s alleged hypoglycemic event that resulted from the patient not using advanced carbohydrates feature and using a sliding scale.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not using advanced carbohydrates feature and using a sliding scale).